Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump exhibited an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found top and bottom rear tamper seals are missing, and case damage was observed. The device's event history log was reviewed for evidence of the reported event, "error code 1260"; the alarm was found in the history but unable to download in the event history log. To conduct functional testing, visual inspection was performed, and the customer reported problem was replicated. Additionally, it was found that the microprocessor unit board clock battery was pulled off due to error code 1260. Root cause was attributed to faulty component. To resolve the issue the microprocessor unit board was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.